Event description:
Coiling treatment of an aneurysm. It was reported that the coil detached inside the aneurysm. Upon withdrawing the pusher, the coil came back and herniated into the parent artery. The physician was able to use the pusher assembly to push the coil back into the aneurysm. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval. (B) (4).